Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 898746-invalid) for female sterilisation. The patient had a medical history of dysmenorrhea and menses irregular with excessive bleeding on (B)(6) 2022, menorrhagia and headache on (B)(6) 2022, parity, obesity, pregnancy and gravida. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total hysterectomy, bilateral salp, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: radiologic examination(s): fl hysterosalpingogram inj proc w s&I clinical history: right essure tube placement and left fallopian tube ligation. Comparison: none. Technique: hysterosalpingogram performed under fluoroscopic observation and control. A catheter was introduced into the endometrial cavity by the primary gyn physician. Water soluble contrast material was injected into the endometrial cavity by the primary gyn physician. Endometrial cavity by the primary gyn physician. Findings: the endometrial cavity has satisfactory appearance. Essure device is seen in place at the right fallopian tube and no right fallopian tube filling noted. A metal clip projects at the left fallopian tube region. There is filling of the left fallopian tube to the area of the clip and spill is seen in the peritoneal cavity adjacent to the clip. Impression: 1. Satisfactory appearance to the endometrial cavity. 2. Essure device projects at the right fallopian tube and no right fallopian tube filling noted. 3. There is filling of the left fallopian tube to a metal clip and peritoneal spillage is seen in the area of the metal clip on the left. [Pathology test] on (B)(6) 2022: final diagnosis uterus, cervix, bilateral fallopian tubes and intrauterine device, hysterectomy with bilateral salpingectomy: uterus: inactive endometrium with pseudo decidualized stroma, consistent with exogenous hormone therapy effect. Myometrium with no significant histopathologic abnormality. Cervix with no significant histopathologic abnormality. Bilateral fallopian tubes with no significant histopathologic abnormality. Intrauterine device, as described grossly. Gross description: uterus, cervix, tubes, iud" and consists of a tan-pink uterus with attached cervix (7.7 x 5.1 x 3.2 cm) which has attached right fimbriated fallopian tube measuring 6.1 cm in length x 0.4 cm in diameter. With the right fimbriated fallopian tube removed , the uterus with attached cervix weighs 58.4 grams. The right fimbriated fallopian tube is serially sectioned to reveal a tan-pink lumen. [Ultrasound pelvis] on (B)(6) 2022: indication: irregular bleeding uterus size: length: 7.5 centimeters ap diameter: 3.8 centimeters width: 4.6 centimeters comments: iud seen in proper position left ovary size: length: 3.0 centimeters ap diameter: 2.8 centimeters width: 2.0 centimeters. Right ovary size: length: 2.6 centimeters ap diameter: 2.3 centimeters width: 1.7 centimeters endometrium size: 5.5 millimeters according to bayer qa, the lot number 898746 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 898746) for female sterilisation. The patient had a medical history of dysmenorrhea and menses irregular with excessive bleeding on (B)(6) 2022, menorrhagia and headache on (B)(6) 2022, parity, obesity, pregnancy and gravida. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3720 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total hysterectomy, bilateral salp, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: radiologic examination(s): fl hysterosalpingogram inj proc w s&I clinical history: right essure tube placement and left fallopian tube ligation. Comparison: none. Technique: hysterosalpingogram performed under fluoroscopic observation and control. A catheter was introduced into the endometrial cavity by the primary gyn physician. Water soluble contrast material was injected into the endometrial cavity by the primary gyn physician. Endometrial cavity by the primary gyn physician. Findings: the endometrial cavity has satisfactory appearance. Essure device is seen in place at the right fallopian tube and no right fallopian tube filling noted. A metal clip projects at the left fallopian tube region. There is filling of the left fallopian tube to the area of the clip and spill is seen in the peritoneal cavity adjacent to the clip. Impression: satisfactory appearance to the endometrial cavity. Essure device projects at the right fallopian tube and no right fallopian tube filling noted. There is filling of the left fallopian tube to a metal clip and peritoneal spillage is seen in the area of the metal clip on the left. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, bilateral fallopian tubes and intrauterine device, hysterectomy with bilateral. Salpingectomy: uterus: inactive endometrium with pseudo decidualized stroma, consistent with exogenous hormone therapy effect. Myometrium with no significant histopathologic abnormality. Cervix with no significant histopathologic abnormality. Bilateral fallopian tubes with no significant histopathologic abnormality. Intrauterine device, as described grossly. Gross description: uterus, cervix, tubes, iud" and consists of a tan-pink uterus with attached cervix (7.7 x 5.1 x 3.2 cm) which has attached right fimbriated fallopian tube measuring 6.1 cm in length x 0.4 cm in diameter. With the right fimbriated fallopian tube removed , the uterus with attached cervix weighs 58.4 grams. The right fimbriated fallopian tube is serially sectioned to reveal a tan-pink lumen. [Ultrasound pelvis] on (B)(6) 2022: indication: irregular bleeding. Uterus size: length: 7.5 centimeters ap diameter: 3.8 centimeters width: 4.6 centimeters comments: iud seen in proper position. Left ovary size: length: 3.0 centimeters ap diameter: 2.8 centimeters width: 2.0 centimeters. Right ovary size: length: 2.6 centimeters ap diameter: 2.3 centimeters width: 1.7 centimeters. Endometrium size: 5.5 millimeters. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: patient and reporter information, medical history, lab data, indication, and lot no. Non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.